Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous distal right coronary artery (rca). A 2.00mm x 30mm emerge¿ balloon catheter was advanced for pre-dilation. However, on initial inflation at 8 atmospheres, the balloon did not inflate. The device was removed and the balloon was then found to be ruptured. The procedure was completed using a different device. There were no patient complications reported.